Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and during the call mentioned that on the morning of (B)(6) 2013, he awoke with blood glucose (bg) of 40mg/dl with no symptoms. The patient stated that he felt fine. The patient stated he drank juice and his bg came up. The patient reported that his bgs always go lower overnight and did not wish to review the pump. The patient was advised to contact his healthcare provider to discuss possible settings adjustments due to overnight low bgs. This complaint is being reported because the patient reportedly experienced a low bg value indicative of a serious injury while on insulin pump therapy and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.